Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 31 aug 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Fill volume: unknown ml. Flow rate: unknown . Procedure: unknown. Cathplace: adductor canal catheter. Infusion start time: unknown. Infusion stop time: unknown. It was reported the patient had their neighbor [take a] look at it the ball the following day (B)(6) 2022 and the neighbor did something to get it to work. When the patient woke up in the morning the ball was empty and there was a large bulging area in the groin. There was no reported medical intervention. Additional information received 24aug2022 reported, the rate was increased to 14 ml/hr.

Manufacturer narrative:
Additional information: d1; d2; d3. All information reasonably known as of 04 oct 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.